Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/24/2017 with the following findings: the display screen was dim and discolored. No lines were observed in the display screen and the display screen could still be read. The pump's black box showed that the pump was manually suspended on (B)(6) 2017 at 00:15. While suspended, the pump's time was changed to 12:27 and then the pump was manually resumed. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed delivery accuracy testing with no issues. The battery compartment was found to be cracked.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient had experienced a hypoglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 40mg/dl and had allegedly lost consciousness. The reporter stated that the patient was hospitalized for the blood glucose excursion, but could not recall what treatment the patient received. The reporter stated that there were lines through the display screen which caused the patient to dose with an inappropriate amount of insulin. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event while on the pump.